Event description:
It was reported that during the implant procedure, the lead pin would not advance past the set screw. It was also reported that several unsuccessful attempts were made to loosen the set screw in order to advance the lead. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies were found.